Event description:
It was reported that there are concerns of loss of capture (loc) within this right ventricular (rv) lead. Boston scientific technical services (ts) suggested to bring patient in for in office testing. The lead remains in service. No adverse patient effects were reported.